Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-70. Serial # (B)(4). Description: linear 3-6 lead 70 cm. Model # sc-2352-70. Serial # (B)(4). Description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was not getting stimulation down the left leg, however, they were receiving all stimulation on the right side. Reprogramming of the device was not effective. The patient underwent a lead revision procedure, during which, the physician added an additional lead next to the current leads